Event description:
12.5 fr. 19 cm catheter implanted in 1999 for dialysis treatments. When beginning treatment today, leaking was noticed, treatment stopped. There is a crack in the distal port. No injury. Being removed today. No further information.